Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Isi also followed up with the customer and confirmed that there were no post-operative tests performed. It was not known if an instrument collision occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, fenestrated bipolar forceps (fbf) cable was broken. The customer received phone assistance from the technical support engineer (tse). The customer asked the tse of the possibility of the fragment falling into the patient. The tse explained that the chance was rare. The customer performed a visual check and confirmed no fragment. The procedure was completed with no reported injury. There was also a procedure delay of less than 15 minutes.